Manufacturer narrative:
(B)(4). Corrected information: (added myocardial infarction, removed infection and bacterial). It was reported that the patient experienced chest pressure on the same day as admission to the hospital occurred. The treatment and outcome for the chest pressure event was not reported. The cause of death was heart attack (previously reported as complications of a bacterial infection). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed the functional testing. The device was determined to meet specification requirements per rite testing. External and internal inspection was performed and revealed no problems. Device successfully completed a short simulated therapy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized for chest pressure twenty-one days prior to passing away and was hospitalized at the time of death. Peritoneal dialysis therapy had been ongoing prior to hospitalization. While hospitalized, the patient developed a bacterial infection further specified as clostridium difficile and was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported). The patient was transferred to an intensive care unit following a heart attack and eventually passed away. The cause of death was reported to be complications of the bacterial infection clostridium difficile. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions during hospitalization or at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.